Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose level. Customer's blood glucose value was 29.6 mmol/l at the time of the incident. Another blood glucose level was 19 mmol/l. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer gone to hospital to request ketone test strips and feeling unwell. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.